Event description:
Rayner intraocular lenses limited has received notification of a posterior capsule tear from the (B)(6) center. The healthcare facility provided the following account of the reported event "surgeon noted that the posterior capsule was torn after the iol was inserted. Iol was removed from the eye."

Manufacturer narrative:
(B)(4). There is no indication that the rayner c-flex 570c intraocular lens is the cause of the posterior capsule tear. A review of production records for this batch confirms that all mfg and quality checks were satisfactory and that the lenses released from the batch were all within spec. Complaints since september 2011, the month of manufacture, were reviewed and we can confirm that no other complaints, of any type, have been received against the c-flex 570c intraocular lens batch (B)(4).